Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of the device memory confirmed that a high power alert, code 1002, was recorded. Further review of the device memory noted a telemetry session, which occurred three days after final pack testing was performed. The device starts to record daily measurement data after final pack testing is performed. The telemetry session caused the power to rise in response to the request for telemetry. The telemetry session being too close to the final pack testing did not allow enough time for the daily measurements to filter out the spike in power from the telemetry session. The power level decreased the day after the telemetry session, and stayed at the level.

Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pre-implanted cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1002 indicative of the device consuming more battery power than expected. This crt-d was never in service. No patient involvement.